Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia with a lowest blood glucose of 59 mg/dl after elevated glucose following lunch, and they corrected the low with juice; education and troubleshooting were provided on potential causes of hyperglycemia and on proper setup of supplies for the ilet. Symptoms included hypoglycemia without loss of consciousness or other adverse clinical effects. Outcomes included transient, self-managed low glucose that resolved within an hour without medical intervention or assistance. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alarms reported and no evidence of device malfunction identified through troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear.